Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working because it made a pop and then no longer inflated the cylinders. The physician felt the valve was stuck in a misaligned position. A surgical procedure was performed to remove and replace the pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the poppet rod was found to be misaligned in the pump. The pump kink resistant tubing (krt) were worn to the filament. Leakage test revealed that due to the misaligned popped rod, the pump pumped water opposite of how it normally should function. To avoid damaging the test equipment, the pump was not functionally tested. Based on the information available and analysis results, the reason for the inflation issue and the mechanical issue was most likely determined to be the pump misaligned poppet rod; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working because it made a pop and then no longer inflated the cylinders. The physician felt the valve was stuck in a misaligned position. A surgical procedure was performed to remove and replace the pump. No patient complications were reported.